Event description:
During the procedure, a sudden drop in blood pressure with the appearance of pericardial fluid were observed. Immediate conversion to open-heart surgery with extracorporeal circulation was taken. A section of the device did not remain inside the pt's body. The pt did require any additional procedures due to this occurence. During cardiac surgery effective hemostasis was obtained. Existing electrodes were removed. Tricuspid valve plasty was performed and epicardial pacemaker system was implanted. Extracorporeal circulation was ended. According to the initial reporter, the pt did experience any adverse effects due to this occurrence. Despite hemostasis, gradual decrease in systemic blood pressure and relative hypovolemia were observed. Despite the transfusion of fluids and blood products and incrementing doses of catecholamines, pt without hemodynamic responses. The whole procedure ineffective.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.